Manufacturer narrative:
A mustang device was returned for analysis. A visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear beginning approximately 10mm proximal to the proximal end of the proximal marker band and extending approximately 33mm distally across the balloon material. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. No other issues were identified with the balloon of the device. A visual and tactile examination identified no issues with the catheter that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 22-feb-2018. A 10.0 x 40 75cm mustang¿ balloon catheter was received with no reported issues. No patient complications were reported. However, returned device analysis revealed the balloon was torn longitudinally.